Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector had blood exposure the following information was received by the initial reporter with the following verbatim: it was reported that max zero was used for a power PICC. Blood was drawn from the appropriate route and when the syringe was removed, blood splashed and got in the eyes, causing mucous membrane exposure.